Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that a physician contacted technical services (ts) and stated that the right ventricular (rv) lead threshold measurement had risen from 2.9v to 5.0v and the impedance measurement had also increased from 410 ohms to 1680 ohms. It was noted that the lead measurement values were similar when the lead was tested in unipolar pacing configuration. Ts advised the physician that the rv lead was likely fractured. The physician's course of action is unknown and the lead remains implanted at this time. No adverse patient effects were reported.

Event description:
Six days later the physician decided to replace the rv lead because the impedance measurement had increased to 1750 ohms and the threshold measurement had risen to 3.5 volts. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse pt effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.